Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A male patient, whose anatomical form was considered suitable for endovascular therapy, underwent aaa repair in 2008. The physician deployed the top stent fully before cannulation of the contralateral limb. After deployment of the main body, blood leaked heavily from the hemostatic valve of the main body, contralateral (1820334-2008-00725) and ipsilateral (1820334-2008-00726) iliac leg delivery systems each time the grey positioner was removed. Total hemorrhage volume was 400ml. No blood transfusion performed and the patient is recovering.